Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 497 mg/dl. Customer vomited and treated their high blood glucose level via bolus delivery. Customer¿s blood glucose level was 368 mg/dl. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Insulin pump received with cracked retainer, minor scratched display window and scratched case..